Event description:
On 08/30/2025 the user reported that the ilet alerted for hypoglycemia with a blood glucose (bg) reading of 56 mg/dl, confirmed by fingerstick at 66 mg/dl. The user treated with juice multiple times and over the course of the call bg rose to 88 mg/dl, confirmed by fingerstick at 106 mg/dl. No hospitalization, medical intervention, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.